Event description:
The customer reported the device failed automated test and had a red x on unit. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.